Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the two returned segments was performed. The terminal segment, and the mid-body segment were returned and the tip segment of the lead appeared to be missing. Visual inspection revealed insulation abrasion approximately 215 to 217 mm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. There was also extreme damage related to the explant procedure, including stretched conductor coils, cuts, tears and punctures noted in the insulation.

Manufacturer narrative:
At this time, no portion of the product has been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead broke during laser lead extraction. The lead was unable to be removed from the myocardium and was pulled into the inferior vena cava and abandoned. No additional adverse patient effects were reported.